Manufacturer narrative:
Additional narrative: a product investigation was performed ¿ the complaint condition for the 03.010.104 lot number 2530139 4.2mm three-fluted drill bit was likely caused by over five years of use and possibly colliding with the nail during surgery; however, this complaint is not likely a result of any design related deficiency. The 03.010.104 4.2mm three-fluted drill bit is an instrument routinely used in the titanium cannulated tibial nails system. The device was returned and reported to have broken during surgery. This condition is confirmed; the distal tip of the device is broken along a homogenous fracture surface approximately thirteen millimeters from the end of the device. It is likely that over five years of use and possibly colliding with the nail during surgery has led to this complaint condition. The device was manufactured in 10/2009 and is over five years old. The balance of the returned device is in fairly worn condition. Device drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that while the surgeon was drilling the distal hole for an expert tibial nail (etn) implant, the drill bit broke in two. The broken fragment was retrieved from the patient. There was no harm to the patient and the surgery was not prolonged due to the reported issue. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. (B)(6). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.